Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of another condition. The cause was determined to be a faulty safety slide clamp assembly. The device was returned unrepaired.

Event description:
During product evaluation by a baxter service technician, a flogard volumetric infusion pump was found to have a defective p1 safety clamp assembly. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.